Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During functional testing the device was found to be displaying "1261" error code alarm message on power up when batteries were inserted. The investigation determined that a damaged microprocessor unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting error code 1261.